Manufacturer narrative:
Reason for non evaluation: the explanted intraocular lens (iol) was lost during transport and was not located. The manufacturing records were reviewed and noted that all process operations presented were in compliance. All tests results showed a pass condition. No deviation or non-conformances (ncr) related to the customer's reported event were generated. In manufacturing, the lenses are (B)(4) inspected at 10x microscope magnification. Any defects on the iol lenses and/or preloaded delivery system that do not meet the criteria specifications are rejected. The operators must verify that the lens is mounted properly into the preloaded system (iol housing). All cartridge units were manufactured within specifications. No deviations were reported. The preloaded assembly record was reviewed. No deviations related to the preloaded inserter system were reported. The results of the lubricity tests performed were found within specifications. The manufacturing documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Expiration date: 04/08/2015. Device manufacture date: 04/08/2013. All pertinent information available to abbott medical optics has been submitted.

Event description:
We received a report that while implanting an intraocular lens the optic was damaged. The lens had to be removed and replaced with another lens. The removal required an incision enlargement but not a vitrectomy.

Manufacturer narrative:
(B)(6). (B)(4). Placeholder.